Event description:
It was reported that the 2600 sys had a c-arm not ready error message. Also the cassette was stuck midway in the filmer. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The filmer mechanical interface was corrected during the svc call. The sys was tested and found to be working as intended, and put back into svc.